Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the physician noticed the subject coil was not advancing as it should while inside the microcatheter. When the physician removed the subject coil to check, it was found to have prematurely detached inside the patient's anatomy. The physician completely removed the subject coil from the patient anatomy, replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Event description:
It was reported that during the procedure, the physician noticed the subject coil was not advancing as it should while inside the microcatheter. When the physician removed the subject coil to check, it was found to have prematurely detached inside the patient's anatomy. The physician completely removed the subject coil from the patient anatomy, replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added the subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer that no anomalies noted to the device prior to use and device prepared as per the dfu. Also, continuous flush was maintained for the duration of the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Manufacturer narrative:
H6 method code grid ¿updated h6 results code grid ¿updated h6 conclusion code grid ¿updated h3 device evaluated by mfg ¿updated h3 summary attached - updated d10 product available to stryker ¿ updated d10 returned to manufacturer on ¿updated the device was returned, and the reported lot number was confirmed from the packaging label. During visual inspection, the coil delivery wire was seen to be kinked bent. The main coil was stretched. The coil had detached from pusher wire. It looks as though it was a mechanical break. Functional inspection was not performed due to damage. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported can be confirmed based on the analysis. The device failed to meet specifications when received for complaint investigation based on damage noted to the device during the analysis. In the case of this complaint, it is most likely that anatomical or procedural factors resulted in the coil stretched and eventually detached when trying to remove. This complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported and as analyzed events. An assignable cause of handling damage will be assigned to the coil delivery wire kinked/bent as it is most likely that the delivery wire kinked due to handling of the device during use.

Event description:
It was reported that during the procedure, the physician noticed the subject coil was not advancing as it should while inside the microcatheter. When the physician removed the subject coil to check, it was found to have prematurely detached inside the patient's anatomy. The physician completely removed the subject coil from the patient anatomy, replaced it with a new device and continued the procedure without any clinical consequences to the patient.